Manufacturer narrative:
The investigation determined the actions of the field service representative and customer resolved the issue.

Manufacturer narrative:
The field service representative replaced the measuring cell and the customer replaced the reagent and sample probes which appeared to have resolved the issue. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results for multiple assays from the cobas e 801 module. Refer to the attachment to the medwatch for all patient data. The questionable results were not reported outside of the laboratory. The ft4 reagent lot number was 432844. The expiration date was requested but was not provided. The other reagent information was requested but was not provided.